Event description:
Olympus was informed that during a therapeutic abdominal hysterectomy with bladder suspension, the coag function was activated with the guardian monopolar pencil, the cut function activated instead of the coag function. It was reported that there was 100cc of bleeding internally, but this was not observed immediately. It was stated that the guardian monopolar pencil was replaced with another similar device, and the third monopolar pencil along with the esg functioned normally. The bleeding was controlled and the procedure was completed. It was reported that the event delayed the procedure about 45 minutes. The patient is doing well and does not have any effects, however will be monitored closely by the physician.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.